Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the downstream occlusion test. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional corrected information h6: medical device problem code is updated to a160102 based on additional information received. Additional information b5, d9, h3, h6 and h10: b5: additional information was received from the reporter stating the device alarmed high. H10: the device was received for evaluation. During functional testing, a failed downstream occlusion test was not reproduced due to constant reload set messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.